Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that during device change out, the set screw could not be removed and the lead could not be freed from the header. After several attempts, the lead was cut and capped. The device was explanted and replaced.

Manufacturer narrative:
The reported field event of a set screw anomaly was confirmed in the laboratory. Visual inspection noted svc set screw damage and silicone in the svc set screw hex cavity. This material prevented full insertion of the torque driver into the hex cavity.